Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was physical damage on the unit and the silver part wouldn't screw in properly. There was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9. Date returned to mfg: 05-sep-2024. H6. Investigation codes: updated. Investigation summary: parapac plus kit with internal peep and CPAP p310nus was sent for evaluation. The customer's reported issue of "port screw hose was broken off - screws into the CPAP port - not able to confirm if dropped" was verified during visual inspection. Patient outlet connector was missing loctite to secure connector to device. Replaced and bonded patient outlet connector and the device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.